Event description:
Allergan aesthetics received a social media report from a patient, reporting on behalf of their "husband", who was treated with coolsculpting, and later developed "permanent bulges in the areas treated and were told ... [They] need lipo to suck out those dead fat cells". The reported events are defined as paradoxical hyperplasia (ph) by abbvie medical safety.

Manufacturer narrative:
Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. The social media post noted 3 separate patients who were affected by paradoxical hyperplasia (ph) self, husband and best friend. (B)(6) this record represents the "husband". (B)(6) - for "best friend". ( MFR. Report no.: 3007215625-2024-00390) (B)(6) person who posted the social media post ( MFR. Report no.: 3007215625-2024-00385).